Manufacturer narrative:
Device evaluation:d9, g3, g6, h2, h6 and h10. Result of investigation: failure analysis laboratory was unable to duplicate the reported issue. Received the flow valve assembly visual inspection found no anomalies. Powered unit into service mode and performed leak test per lap top. Ventilator manual 10665 leak 0.3 pass. Ran step test and unit passed. Flow valve calibration (vhome trim) calibrated successfully 206 (spec 200-240)/flow 10.0lpm (spec 9.7-10.0lpm). Volume operation passed test. Eta (estimated time arrival) showed that the flow valve was properly tested/processes on june 2019. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire third party service technician was able to verify the customer's reported issue. Delivered tidal volume exceeding high limit. As a resolution the software was upgraded to 1.05/1.09 and the flow valve was replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the lap top ventilator 2150 delivered tidal volume exceeding high limit. The customer confirmed that there is no patient involvement associated with this reported event.